Event description:
The surgeon reported that a revision was made on (B)(6) 2013, as the neck of the product was broken on (B)(6) 2013.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding stem fracture involving an exeter device was reported. The event was confirmed. The exeter stem is broken in the neck section at approximately 1mm from the base of the femoral head. The femoral head is still attached to the trunion of the stem. There are many scratches and damages on the stem that must have been done during the explantation of the devices. The material analysis report concluded that the neck of the exeter stem fractured in fatigue, propagating medially with the origin on the lateral surface. Surface defects, consistent with machine marks are near the fracture location. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material defects were seen on the parts examined. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the root cause of this exeter stem fracture could not be determined based on the information provided.

Event description:
The surgeon reported that a revision was made on (B)(6) 2013 as the neck of the product was broken on (B)(6) 2013.